Event description:
After testing, technician picked up a tube, by the stopper, from a test tube rack. Stopper came off causing tube to fall onto a lab bench resulting in blood splashing into tech's face. Baseline testing results unavailable. Retained samples were analyzed. Co was unable to duplicate the customer issue. No stopper creep out was recordd during or after testing.